Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
The patient received two leads with the same lot number. It was reported effective stimulation was never established (date of event unknown). As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the leads were explanted and replaced with an updated model. The ipg was electively explanted and replaced during the same procedure. Intraoperative testing revealed coverage of all desired areas.